Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 75% in-stent restenosis in the proximal right coronary artery. The 4.5x08mm nc traveler rx balloon dilatation catheter (bdc) was being used to dilate the in-stent restenosis of a non-abbott stent. The balloon was dilated once at 12 atmospheres. After deflation, resistance with the in-stent restenosis was felt during removal of the bdc. The procedure was successfully completed with a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.